Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue; dislodged stent. It was reported that the stent dislodged; however, it is unknown when the stent dislodged, i.e., during prep or during the procedure. An angiography was done on the patient; however, the stent could not be located in the patient's coronary. The cath lab was also checked; however, the stent was not located. The site did say that they did not check the stylet when asked by the account manager. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was no contrast in the balloon and in the inflation lumen. The stent implant was dislodged and was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was loosely folded. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and results of the returned product analysis. It was reported that it was unknown when (during preparation or during the procedure) the stent implant of a 3.50/15 mm rx vision stent delivery system (sds) dislodged from the balloon. Reportedly, the stent implant was not found angiographically when the sds reached the lesion. Attempts to locate the stent in the patient's anatomy or in the cath lab were unsuccessful. For the evaluation of this complaint, it is assumed that the stent dislodgement occurred inside the anatomy. The returned sds indicated presence of contrast in the balloon and in the inflation lumen without blood visible. This suggest that the product was prepped for use and many have been cleaned prior to return to abbott vascular. Stent dislodgement inside the body can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of stent with accessory devices, crossing previously deployed stent, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned sds (without the stent) indicates presence of crimp marks on the balloon between the markers, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The balloon was noted loosely folded with contrast inside the balloon, suggesting that positive pressure was applied to the system. It is possible that positive pressure may have been applied to the system during preparation thereby disrupting the stent on the balloon and subsequently contributing to the stent dislodgement inside the anatomy before reaching the target lesion. Alternatively, positive pressure may have been prematurely applied to the system inside the patient thereby contributing to the stent dislodgement. The exact cause is undetermined, but there is no indication of a product deficiency. The patient effect of unretrieved non-resorbable materials in the body is a known likely patient effect associated with stent dislodgement in-vivo is addressed in the risk assessment. The review of the lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.